Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient was implanted and sick the whole time. It was stated the patient had bleeding, like a menstrual period, but they had not had a period since 1983. It was noted at the patient's first follow up appointment the patient informed their healthcare provider about the bleeding and they told them they had a yeast infection. Reportedly, the patient was put on medication that didn't work and then they were put on antibiotics (B)(6) 2013 and they weren't working either and the patient was still bleeding. The patient stated they were anemic and they went to a gynecologist and had an ultrasound of their vagina and a dilation and curettage on (B)(6) 2014. It was noted the patient was still spotting and had stimulation in the wrong location. It was stated the patient felt tingling in their legs and toe. The patient noted their volume was not too high because '"you can't handle if it's too high." It was reported the patient stated they had the device explanted on (B)(6) 2014 and then stated the explant happened on (B)(6) 2014. The patient mentioned several times that the device made them sick and made them bleed so it was explanted.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va02gnw, implanted: (b)(5) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient was having problems with their implant. It was stated that sometime between the implant and (B)(6) 2013. The patient had some light blood dripping from their vagina. It was noted the patient had not had their period since 1983 and they had a urine sample taken which showed they had a yeast infection. Reportedly, the patient¿s doctor put them on antibiotics for 5 days but they didn¿t work and the patient had a burning sensation so they were given a different prescription. It was noted the patient was still having blood spotting and they never had a yeast infection before their device was implanted. The patient stated they were anemic and they never had any bleeding out of their vagina until the device was implanted. The patient turned their stimulation off on (B)(6) 2013 and the patient stated they would be glad to have their device removed if that was causing the problem. The patient noted they may be allergic to the metal in the implant. Additional information from the healthcare provider stated the cause of the event was vaginal bleeding related to the vaginal wall and it was not related to their device. It was noted the patient saw a gynecologist who was recommending treatment for the vaginal bleeding.